Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that, over the last week, the therapy has not been working. When they connected to the implant, the therapy had been turned off and they were showing ins battery was at 90%. Caller turned the therapy back on, but are still not getting symptom relief. The caller indicated that they are going to the bathroom more all day and they are not sure if it turned itself off again. Agent reviewed with the caller that if the ins battery gets too low, therapy will turn off and will need to manually be turned back on again after charging. Agent asked caller if this could have happened and the caller was not sure, they report that they charge every 2 weeks. Agent helped caller connect to implant and therapy was on and they increased the stim to a comfortable level. Agent reviewed the option of changing programs if needed. Patient will maintain stimulation level and will continue to track symptoms. Patient confirmed stimulation in bicycle seat area and comfortable. Caller reported no falls or trauma. Agent reviewed to check charge level periodically as the ins battery will deplete faster now that the settings have increased.